Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history but not reproduced during product evaluation. The condition was caused by a faulty air in line printed circuit board. The air in line print circuit board was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 810:11 during device evaluation, interrupting delivery. There was no report of patient involvement. The user interface module software version of this device is unknown. No additional information is available.